Event description:
The facility representative reported an incident of failure f27 on a flo-gard infusion pump during patient therapy, the incident occurred in a nursing home / hospice in-patient. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
It is unknown if the device is available for evaluation at this time. A follow up report will be filed if the device is returned and evaluated or if any additional information becomes available. (B)(4)

Manufacturer narrative:
Additional information: device is not available for evaluation, therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been previously sent into service for the reported condition of f-27. (B)(4)